Event description:
The consumer was being transferred from her wheelchair to her bed. In one continuous motion, the aides assisted her up from the wheelchair and pivoted her so that she could be seated on the side of the bed. As she pivoted, her right leg allegedly caught behind the elevating section mounting bracket where the head and knee deck are mounted. The consumer allegedly sustained a cut on her right calf requiring stitches.

Manufacturer narrative:
Manufacturer contacted facility. Facility reports that two aids were transferring a patient, and did not notice the patient's leg against the metal bracket on the bed. As they turned the patient, their skin tore on this bracket. Facility states the user has thin skin. Current user guide covers proper transfer methods. The facility repeated the process in house in attempt to replicate the situation and the testers leg did not tear. No history of a product problem, the bed remains in use. Information indicates a transfer error. MDR filed based on injury.